Event description:
The case, as reported by the attending physician, was a surgical repair of a prior peroneal tendon tear with orthadapt augmentation which had been performed by an associated physician at an unspecified date. The orthadapt from the initial repair was removed by reporting physician (date is unk). The surgical technique used in the initial repair involved placing a portion of the orthadapt graft in the center of the tear and then wrapping it around the tendon in "burrito" fashion, leading to graft on graft contact. The attending physician reported the explant was "due to the poor technique" utilized during the initial repair of the peroneal tendon. The attending physician also indicated that there were no complications and no post-operative healing issues after the second repair.

Manufacturer narrative:
The product lot number was not provided. The case assessment based on the provided information identified the likely cause of the event to be the technique use to implant the orthadapt bioimplant, which resulted in graft on graft contact and limited the motion of the tendon; a link between the reported event and the graft was not identified during the case assessment. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.